Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 255 and 55 mg/dl within 10 minutes. There ws no report of death, serious injury or mistreatment assoicated with this event.